Event description:
Pt underwent rf ablation at unresectable liver lesion, had excessive bleeding as a branch of the hepatic artery was nicked, resulting in a blood transfusion and application of embolic agents to stop bleeding.